Manufacturer narrative:
(B)(6). This lot was manufactured june 17, 2016 ¿ june 20, 2016. One actual coiled tube infusor was received for evaluation containing no fluid in the device reservoir/balloon, and with a red luer [non-baxter] cap attached. A functional leak test was performed using the red luer cap with no evidence of a leak. A blue winged luer cap (baxter¿s product) was also tested with the infusor device during the leak test and no evidence of leak was found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a singleday infusor leaked. The infusor was filled with trypcase-soja bouillon 100ml. The event occurred before use. There was no patient involvement. No additional information was available.